Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture, pacing inhibition for less than two seconds of asystole and high out of range pacing impedance measurements greater than 2,000 ohms. Ai indicates that the cause was not determined. This lead was surgically abandoned. No additional adverse patient effects were reported.